Manufacturer narrative:
Correction: in section b5, the related MFR number "2017865-2021-07831" should actually be "2017865-2021-07840"

Event description:
Related manufacturer reference number: 2017865-2021-07840.

Manufacturer narrative:
This product is registered as a combination product. Analysis was normal. No anomalies were found.

Event description:
Related manufacturer reference number: 2017865-2021-07829. Related manufacturer reference number: 2017865-2021-07831. Related manufacturer reference number: 2017865-2021-07836. It was reported that the implantable cardioverter defibrillator and leads were explanted due to pocket infection and pocket hematoma. The patient was treated with vancomycin. There did not appear to be any serious symptoms due to the infection. The patient was discharged the next day, appearing stable.